Event description:
A discordant falsely elevated caffeine (xcaf) result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a lower result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated xcaf result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated xcaf is misaligned sampler tip. The siemens healthcare diagnostics technical service center representative directed the customer to appropriate alignment procedures and maintenance. The instrument is performing within specifications. No further evaluation of the device is required.